Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt experienced a stinging sensation at her implant site when she moves her neck. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.